Event description:
The patient reported that the previously working remote monitor was overheating and they smelled plastic burning. The patient contacted the physician's office; which informed the patient to contact the company. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.